Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that she took insulin and did not eat as she got sleepy and went to sleep without eating and she passed out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.